Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an irrigation and drainage (I&d) procedure, and a poly swap on an infected total knee arthroplasty (tka).